Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer was using humulin insulin with the pump. Tandem customer technical support informed customer that humulin insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.